Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 700 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and an emt (emergency medical technician) provided "high bg treatment"; nature of treatment was not known. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. Reportedly, customer "[went] in to a coma"; cause and timeline were not clear. Customer was treated with intravenous fluids of saline and insulin and was discharged 7 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.